Manufacturer narrative:
Codes in f10: code #1945 - labeling; code #2204 - labeling.

Event description:
Pt was referred to the eye hosp with acanthamoeba keratitis in the right eye. The pt is reportedly compliant, on daily wear replacement using multipurpose solutions.